Event description:
A 67-yr-old female was admitted for bilateral silicone gel breast explantation. The pt had undergone bilateral mastectomy with breast implants in the past. The pt had been experiencing severe, unremitting pain in the chest wall as well as gross asymmetry and distortion. Both implants were rupturted.